Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, due to defective interface pins the device had poor contact, which caused the intermittent on and off. The interface pins were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over nine (9) years with no previous reported issues related to this reported event. Catalog # was "20879" should be "9031." PMA/510(k) was "k080238" should be "k140188."

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the radical-7 goes off intermittently & needs battery. There were no consequences or impact to patient reported.